Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device wouldn't function. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - additional information was received that indicates this event does not meet malfunction reporting criteria. This event is therefore not reportable.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the coupler, flexible with bushing needed to be replaced. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.